Manufacturer narrative:
Initial.

Event description:
It was reported that the customer experienced a brief signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, during which the ilet pump continued insulin delivery and the customer was advised to wait for sensor reconnection. No adverse clinical symptoms reported. Outcomes included no change in therapy beyond brief monitoring and education, with no medical intervention. User support included standard troubleshooting and user education regarding sensor-pump communication and reconnection. Investigation of this case revealed transient communication loss without evidence of pump malfunction, and insulin delivery remained functional throughout. It was concluded, based on previously established findings for similar reports, that the cause was intermittent sensor-to-pump communication disruption.